Manufacturer narrative:
Correction: the correct date of awareness is october 02, 2023 not october 03, 2023 as previous reported. This report is submitted on october 31, 2023.

Manufacturer narrative:
This report is submitted on october 25, 2023.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023, in order to replace the abutment.